Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the loading device. The delivery device was returned outside the loading device, with the white plunger not depressed and the blue slide lock not engaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218in (B)(4). The length of the delivery tube was measured at 2.50 inches (B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) can not be loaded and it can not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) can not be loaded and it can not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.